Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, the battery charger was unable to charge a battery. The cause for the failure was liquid contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Charger sn (B)(4) was unable to charge a battery.